Event description:
Customer reported receiving a calibration error and change sensor alert. She stated when she pressed the act button, the alert does not clear. Customer's blood glucose was 264 mg/dl. She stated her insulin pump was alerting her for about 30 minutes. The customer reported her act button was not working. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional info provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).